Manufacturer narrative:
B3, g4 unknown. (B)(6). One device was received for evaluation. Visual inspection found the dso seal to be swollen. Functional testing was unable to duplicated; however, the dso seal was swollen and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not working. There was unknown patient involvement.